Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported the patient wanted to get an MRI for the condition they were implanted for, spinal arachnoiditis. The patient stated they were experiencing pain from their pre-existing condition. The patient reported the ins had not been working for a ¿long long time.¿ the patient did not remember when the device stopped working. No further complications were reported.